Event description:
It was reported that the patient did not feel stimulation even at high amplitudes. Impedances were not checked the day of implant; however, at the post op appointment and at a second appointment impedances were "bad" on electrodes 11-15. Electrodes 12, 13, 14, and 15 showed impedance measurements greater than 10,000 ohms. During a reprogramming session the patient felt a shocking sensation and sudden severe and painful stimulation throughout his entire body, causing him to fall out of his chair onto the ground. At that time, the manufacturer representative accidentally dropped the clinician programmer and lost the programming session. The implantable neurostimulator was turned off using the patient programmer. The lead had also migrated. It was unclear if the migration occurred prior to or after the patient fell. The patient was reprogrammed on (B)(6) 2012 and recovered without sequela.

Event description:
Additional information. The lead migration was noted after the shocking episode through an x-ray. The x-ray was taken on (B)(6) 2012 and showed the "rightward" lead had migrated. No interventions were performed regarding the lead migration and no further action was needed.

Event description:
Additional information received reported the patient outcome was noted as ongoing with no further action needed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension, product ID 3550-39, lot# n321337, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received 2 years ago reported the device was working fine for one lead but the second lead never worked correctly and was not on. The patient was implanted for l4-l5 pain symptoms.